Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or result in a "high" reading on the cgm. To resolve the issue, the customer removed and reloaded the cartridge and resumed insulin delivery.